Event description:
A malfunction alarm was reported, identified by the code malf 12. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issues arose again.